Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and recommended replacement time (rrt). The device then had a capacitor formation and an excessive charge time triggering immediate end of service (eos). The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.